Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a package from the top view of product code ecr45w, lot # 217a15, and expiration date: (B)(6) 2026. Also, the damage was noted on the tyvek and it appears to be from outside to in. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that before the surgery, open the packing and noted the inner packing(sterile packing)was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.